Manufacturer narrative:
The sample was collected in a 3.0 ml becton dickinson lithium heparin plasma tube and spun for 5 minutes at 4200 rpms. No sample integrity issues were noted. All levels of qc were performing within the laboratory's established ranges on the date of the event. All levels of calibrators were passing with acceptable %cvs. A routine system check was performed on (B)(4) 2012; all passing within instrument specifications. Customer confirmed that all analyzer maintenance is up to date. A bec field service engineer (fse) was dispatched on (B)(4) 2012, for this event. The fse found the main pipettor to be out of alignment. The fse replaced the pipettor tip and verified alignments. In addition, the fse also found the transducer assembly not vertical so the fse adjusted it. The fse indicated to bec investigators that the transducer assembly being out of alignment was the cause of this event. The wash buffer dispense checks and the aspiration test were found to be passing. The mixer speeds and ultrasonic settings were verified and no adjustments were needed. In addition, carry over (closed tube aliquot and access sample pipettor) tests were found to be passing. In conclusion, hardware is the cause of this event.

Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off and an erroneously elevated creatinine kinase - mb (ck-mb) result above the normal reference range for one (1) patient generated on the access 2 immunoassay portion of the laboratory's unicel dxc 600i access immunoassay analyzer. Upon repeat testing, of the same patient sample, on the laboratory's alternate instrument, the accutni and ck-mb assay yielded results within the normal reference range. The erroneous results were not reported out of the laboratory. The results provided by the customer are shown in this report. There was not change to, or impact on, patient treatment attributed or connected to this event.